Event description:
The customer reported recently experiencing unexplained highs and lows in blood glucose values, ranging from 50 mg/dl. To 300 mg/dl. The customer stated the significant event leading up to the complaint was the insulin pump recently falling on the ground. The customer was unable to complete troubleshooting, and was advised to call the helpline back to do so. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).